Event description:
It was reported that patient underwent a right total elbow arthroplasty on (B)(6) 2011. Subsequently, a revision occurred on (B)(6) 2014 due to poly wear. The ulna bearing and condyles were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "wear and/or deformation of articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component (ulna bearing) determined that the lock pin and bearing disassociated from the ulna stem which resulted in damage to the lock pin and bearing. An investigational layout was conducted on the lock pin and found that all undamaged features were conforming. Relevant features on the bearing could not be verified due to damage. The cause of the disassociation could not be determined. Review of device history records show that lots released with no recorded anomalies. A review of the complaint history shows that there were no other complaints associated reported for this ulna bearing lot.